Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an aseptico dtc motor was auto-reversing improperly. The event outcome is unknown as of this MDR evaluation.